Event description:
During product evaluation, the pump's batteries were found to be depleted with 15 battery discharge below the alarm threshold. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
The condition of depleted batteries with 15 battery discharges below the alarm threshold was confirmed. This indicates that the pump's batteries are damaged, therefore they were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA #mdq-CAPA-132 which was opened on april 1, 2005.